Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant that the right ventricular (rv) lead exhibited high thresholds and was unable to demonstrate capture at max output. The rv lead was turned off. No patient complications have been reported as a result of this event.